Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020, due to non-use by the patient. There are no plans to reimplant the patient with a new device as of the date of this report.